Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low flow. Repositioning of the pump did not resolve the issue. The pump was explanted and a clot was observed in the suction port. The patient is in stable condition.

Manufacturer narrative:
Health effect impact codes medical device removal, device repositioning have been added. No patient consequence code has been removed. Clinical assessment: the patient is a 52-year-old individual with newly diagnosed cardiomyopathy. Prior to mechanical circulatory support, a left ventricular thrombus was identified and surgically removed. Following this procedure, an impella five-point-five device was inserted through the subclavian approach to provide hemodynamic support.during support, the pump flow began to decline. Attempts to correct the issue by adjusting the position of the impella device did not improve flow. Because the patient¿s vital signs suggested that circulatory assistance was no longer required, the clinical team proceeded with weaning and removal of the impella 5.5. Upon inspection of the explanted device, thrombus was observed in the inlet region.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the issues was not determined without returned product investigation and sufficient clinical details, including data logs.